Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent asymptomatic patient presented in-clinic, high, out of range pacing lead impedance, increased capture threshold, and decreased r-wave amplitude were observed. Lead fracture was suspected. Programming changes were recommended.